Manufacturer narrative:
(B)(4)

Event description:
On an unknown date, this patient was implanted with a non-gore endoprosthesis to treat a thoracic aortic aneurysm. Later, infection of the non-gore endoprosthesis was revealed. On (B)(6) 2010, the patient underwent endovascular repair of an infectious thoracic aortic aneurysm rupture using a gore tag thoracic endoprosthesis (tgt4020/8138140). The procedure was concluded without endoleaks present. On (B)(6) 2010, a follow-up did not reveal any adverse events. Aneurysm diameter measured 53 mm. On (B)(6) 2011, a recurrent rupture of the thoracic aortic aneurysm was revealed. On (B)(6) 2011, the patient was implanted with a non-gore endoprosthesis to treat the rupture. On (B)(6) 2012, in one-year follow-up study, the aneurysm rupture was confirmed to be repaired. Aneurysm diameter measured 47 mm. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter was 46 mm. On (B)(6) 2012, the patient expired due to deterioration of the pre-existing infection of the non-gore endoprosthesis.